Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous coronary intervention in the left circumflex (lcx) coronary artery. The 3.5x26 mm graftmaster was inserted to treat a coronary perforation in the lcx, but it was unable to cross the lesion. The failure to cross was due to the patient anatomy. The patient was treated with a drug eluting stent which was able to cross and seal the perforation. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.